Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An extended investigation involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer was unable to test due to the adc blood glucose meter not powering on with the button or test strip insertion. As a result, the customer was unable to monitor blood glucose and experienced symptoms described as ¿excessive thirst, vomiting, and diarrhea¿ and was unable to self-treat. The customer was treated with insulin (type/dose unknown) by a third party and no further treatment was reported. There was no report of death or permanent impairment associated with this event.